Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the device has leak instrument channel. The most probable cause of the complaint is traced to component failure and expected or random component failure without any design or manufacturing issue. Due to leakage/seal and problems caused by inadequate/broken seal within the device. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had corrosion on bending section. There were no reports of patient involvement.